Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device ran hot. According to the reporter, when the device was running, it felt warmer than its normal temperature. The reporter indicated that they were not sure if the device ran up to the hot temperature threshold. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown; however, the reporter believed the event occurred ¿last (B)(6)¿ from the date of this report. Therefore, the event date of (B)(6) 2016 would be used. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.